Manufacturer narrative:
Fse onsite checked and confirmed the device is in taiyuan second people's hospital. When the nurse did a self-checking test, she presses the charge button and directly presses the discharge button. The dfm100 is not designed to do this operation. This operation caused an error message. Based on the information available and results of additional analysis, no further action is necessary at this time. Fse retrained user. Device returned to full functionality. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the error message displayed on the monitor. The device prompts that the electrode plate is faulty. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device defibrillation cannot discharge. There was no patient involvement.